Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2010 and mesh was used. Following the procedure, the patient stated that she has experienced pain, weakness and nausea. The patient stated that she has been taking pain and nausea medication.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing record was conducted and the batch met all finished goods release criteria.